Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. The device showed signs of clinical usage and no evidence of blood. No visual defects were observed. The device was evaluated for connector function. The adaptor was able to provide a secure connection that connected and disconnected the reference extension cable without incident. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference hemopro 2, reference extension cable and reference power supply (B)(4) at level 3.0. The device failed the pre-cautery test; it did not activate and did not produce steam and heat during 5-second activations when the toggle was engaged. The circuitry between pins of the connector ends of the adaptor wire were evaluated using a multi-meter . Out of the two pins, one pin did not show any continuity. Based upon the evaluation results, the reported complaint was confirmed for failure mode "intermittent continuity/ failure to deliver energy".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor would not work or worked only intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Hemopro generator would not work or worked only intermittently.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor would not work or worked only intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). Hemopro generator would not work or worked only intermittently.